Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was over 47 mg/dl. Didn't offer troubleshoot for low blood glucose because customer was not on an insulin pump . Customer able to pass self test. The insulin pump will not be returned for analysis.